Event description:
It was reported by service report that the breaker on the 110 outlet at the foot end of the bed was tripped. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Auxiliary outlet damage.